Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose reading was in the 500's mg/dl and customer treated with a shot and set change. Troubleshooting was performed and the drive support cap appeared normal. The customer declined to check for air bubbles. The customer also had low reading of 38 mg/dl and treated with food. The product was not returned for analysis.